Event description:
The reporter described and event involving an accudrain -(sp0233). After the pt was brought back from MRI, scf began collecting at the top of the burette, above the filter. The drain had been clamped for approx an hour. The evd was revised. No pt injury occurred as a result of the event. Add'l clinical info requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.